Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, when uncapping the needle, the hub/collar separated from the rest of the needle on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. Therefore, 20 retained samples underwent a visual functional test, which they passed with no signs of damage to the device or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, when uncapping the needle, the hub/collar separated from the rest of the needle on two (2) units. No adverse impact was reported regarding the patient or user.